Event description:
Procedure abdominoplasty, breast lift; 12 cc marcaine 0.5% + epi delivered via each catheter prior to attaching pump, which contained 2 x 150 ml of 0.5% marcaine. Catheters placed in rectus sheath. Pt collapsed and coded while "walking out the door". Showed signed of neurological agitation, multiple seizures and went into cardiac arrest. One side of pump was noted to be empty; dr opened wound site and suction fluid from wound. Pt admitted to ICU, intubated overnight, reported to be awake, alert next morning. Pt extubated (B)(6) 2013.

Manufacturer narrative:
MDR submitted under 21 cfr 803.53; recall activities currently underway.